Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to myopotential oversensing. Patient was asymptomatic. Programming changes and performing isometric testing were recommended. Device remains implanted.

Event description:
New information received indicated that the noise was not reproducible with isometrics, and that no additional episodes were seen. No programming changes were made.